Event description:
The customer reported false positive alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The following data was provided (customer¿s normal range: < 35 ng/l): patient #1, (B)(6) 2024 10:39, sid (B)(6) = 270.7 ng/l, (B)(6) 2024 11:39, sid (B)(6) = 15.5 ng/l, (B)(6) 2024 11:44, sid (B)(6) = 15.9 ng/l, (B)(6) -2024 11:59, sid (B)(6) (repeat) = 14.7 ng/l, (B)(6) 2024 12:00, sid (B)(6) (repeat) = 15.5 ng/l. The customer states the elevated results (270.7 ng/l) were reported to the medical provider. No known treatment was given to the patient based on the reported results. The customer stated there was another patient from (B)(6) 2024 generated a false positive alinity I stat high sensitivity troponin-I result, however, the result was not reported to the medical provider. The following results were provided: patient #2, (B)(6) 2024 15:46, sid (B)(6) = 68.5 ng/l, (B)(6) 2024 16:22, sid (B)(6) = 4.0 ng/l. Qc was all within range. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: sample ids for patient #1 (B)(6) / patient #2 (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 66428ud00. Device history record review did not identify any nonconformance's, potential nonconformance's, or deviations with lot number: 66428ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot number: 66428ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot: 66428ud00 was identified.

Event description:
The customer reported false positive alinity I stat high sensitivity troponin-I results generated on the alinity I am processing module for two patients. The following data was provided (customer¿s normal range: < 35 ng/l): patient#: (B)(6): on (B)(6) 2024 10:39, sid: (B)(6) = 270.7 ng/l. On (B)(6) 2024 11:39, sid: (B)(6) = 15.5 ng/l. On (B)(6) 2024 11:44, sid: (B)(6) = 15.9 ng/l. On (B)(6) 2024 11:59, sid: (B)(6) (repeat) = 14.7 ng/l. On (B)(6) 2024 12:00, sid: (B)(6) (repeat) = 15.5 ng/l. The customer states the elevated results (270.7 ng/l) were reported to the medical provider. No known treatment was given to the patient based on the reported results. The customer stated there was another patient from on (B)(6) 2024 generated a false positive alinity I stat high sensitivity troponin-I result; however, the result was not reported to the medical provider. The following results were provided: patient#: (B)(6): on (B)(6) 2024 15:46, sid: (B)(6) = 68.5 ng/l. On (B)(6) 2024 16:22, sid: (B)(6) = 4.0 ng/l. Qc was all within range. There was no impact to patient management reported.